Event description:
It was reported that the patient post implant check revealed that the atrial lead had high capture thresholds. The lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.